Event description:
Additional information was reported by the healthcare professional on (B)(6) 2016. The cause of the motor stall had not been determined. It was also reported that morphine was in the pump.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional regarding the patient participating in clinical study whose pump was used to deliver dilaudid (2.0 mg/ml at 1.0009 mg/day) and bupivacaine (30 mg/ml at 15.014 mg/day). The indication for use was malignant pain and cancer pain. It was reported that the pump motor had stalled and recovered on (B)(6) 2015. No patient symptoms were reported and it was noted that the patient did not have an MRI. No interventions were taken and the event resolved without sequelae. Further follow up was done to determine the cause of the motor stall.